Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Bleeding at insertion site (while inserting or removing the sensor) is a known and anticipated potential adverse effect. This does not require any further investigation. User immediately went to the hospital where a narrow bandage was put to stop bleeding. No medication was required and user is doing fine.

Event description:
Senseonics was made aware of an incident where patient reported that he went to remove the sensor but the first attempt was unsuccessful. On his way home, the steri strips came off and the patient started to lose a lot of blood. He went to the hospital again where he was put a narrow bandage to stop bleeding. He did not require any stitches.